Event description:
Per provider dealer stated the end user came in with the arm of his chair and stated the tube that attaches to the side panel broke on the right side. Dealer stated there were no injuries pertaining to the incident.